Event description:
Lt female subject was enrolled in a company-sponsored interventional study titled "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: (B)(4)). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert inserted. The report describes a case of device dislocation ("device located outside of the uterus and fallopian tube (left side)"). The subject's concurrent conditions included (B)(6) (bmi 36.6). On an unknown date, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2018, the subject experienced device dislocation (seriousness criteria medically significant and intervention required). The subject was treated with surgery (salpingotomy left tube (B)(6) 2018). On (B)(6) 2018, the device dislocation had resolved. The investigator considered device dislocation to be related to fallopian tube occlusion insert. The reporter commented: device located outside of the uterus and fallopian tube (left side) was considered related to study procedure or device (specified as essure placement) and it was not considered related to pre-existing condition. The investigator confirmed that the surgery (salpingotomy) was done for the purpose of sterilization/ re-sterilization and also due to the sae. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. Most recent follow-up information incorporated above includes: on 31-jul-2018: sae term updated from "device dislocation" to "device located outside of the uterus and fallopian tube (left side)" and the event was upgraded to a sae with "medically significant" ticked as seriousness criteria. Onset date ((B)(6) 2018) and stop date ((B)(6) 2018). Device located outside of the uterus and fallopian tube (left side) was considered related to study procedure or device (specified as essure placement). Surgery (salpingotomy) was cited as treatment for the sae. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Female subject was enrolled in a company-sponsored interventional study titled "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: (B)(4)). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert inserted. The report describes a case of device dislocation ("device located outside of the uterus and fallopian tube (left side)"). The subject's concurrent conditions included obesity (bmi 36.6). On an unknown date, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2018, the subject experienced device dislocation (seriousness criteria medically significant and intervention required). The subject was treated with surgery (laparoscopy with left salpingectomy left tube (B)(6) 2018). On (B)(6) 2018, the device dislocation had resolved. The investigator considered device dislocation to be related to fallopian tube occlusion insert. The reporter commented: device located outside of the uterus and fallopian tube (left side) was considered related to study procedure or device (specified as essure placement) and it was not considered related to pre-existing condition. The investigator confirmed that the surgery (salpingectomy) was done for the purpose of sterilization/ re-sterilization and also due to the sae. The fallopian tubes removed were not sent to sponsor's pathology. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. Hysterosalpingogram on (B)(6) 2018, impression: the left micro- insert is outside the uterus and fallopian tube. The left fallopian tube opacifies normally and is patent with free intraperitoneal spillage demonstrated. Diffuse mild contour irregularity of the endometrial canal suggesting adenomyosis. Surgical pathology report diagnosis: resection - left tube fallopian tube vith no pathologic diagnosis, seen in full cross section. Microscopic description: sections of the fallopian tubes reveal normal serous structure with intact peg cells and apical cilla. There are unremarkable surrounding concentric rings of smooth muscle tissue and overlying serosa. No intraepithelial neoplastic proliferations are identified on representative sections to include the fimbriae. Gross description: received in formalin labeled with the patient¿s name and left tube is a 6.1 x 0.6 x 0.5 cm fimbriated fallopian tube. The fimbriae are red, congested and moderately matted. The outer surfaces are tan-dusky purple, smooth to focally roughened and grossly free of paratubal cysts. Sectioning reveals a stellate pinpoint lumen devoid of lesion. Most recent follow-up information incorporated above includes: on 18-sep-2018: hysterosalpingogram was performed on (B)(6) 2018, the impression was: the left micro- insert is outside the uterus and fallopian tube. The left fallopian tube opacifies normally and is patent with free intraperitoneal spillage demonstrated. Diffuse mild contour irregularity of the endometrial canal suggesting adenomyosis. The investigator assessed the event as serious or important medical event. He confirmed that a laparoscopy with left salpingectomy left tube were performed on (B)(6) 2018. The salpingectomy purpose was sterilization/ re-sterilization and also due to the sae. The fallopian tubes removed were not sent to sponsor's pathology. Surgical pathology report information was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Lt female subject was enrolled in a company-sponsored interventional study titled "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: 18894). The subject (patient ID: 140070013) had fallopian tube occlusion insert (batch no. He1032a) inserted. The report describes a case of device dislocation ("device located outside of the uterus and fallopian tube (left side)"). Medical conditions: the subject had no known allergies. Previously administered products included for an unreported indication: ketorolac tromethamine on (B)(6) 2018. Concurrent conditions included obesity (bmi 36.6). Concomitant products included valaciclovir hydrochloride (valtrex) from (B)(6) 2018 to (B)(6) 2018 for antiviral treatment, medroxyprogesterone (depo provera) from (B)(6) 2018 to (B)(6) 2018 for birth control, norethisterone acetate (norethindrone acetate) from (B)(6) 2018 to (B)(6) 2018 for hormone therapy, promethazine from (B)(6) 2018 to (B)(6) 2018 for nausea, ketorolac tromethamine from (B)(6) 2018 to (B)(6) 2018 and vicodin (hydrocodone w/acetaminophen) from (B)(6) 2018 to (B)(6) 2018 for pain management and tramadol hydrochloride (ultram) from (B)(6) 2018 to 30-(B)(6) 2018 for pelvic pain. On (B)(6) 2018, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2018, the subject experienced device dislocation (seriousness criteria medically significant and intervention required). The subject was treated with doxycycline hyclate and surgery (laparoscopy with left salpingectomy left tube (B)(6) 2018). On (B)(6) 2018, the device dislocation had resolved. The investigator considered device dislocation to be related to fallopian tube occlusion insert. The reporter commented: device located outside of the uterus and fallopian tube (left side) was considered related to study procedure or device (specified as essure placement) and it was not considered related to pre-existing condition. On (B)(6) 2018 the subject complained of heavy bleeding. The investigator confirmed that the surgery (salpingectomy) was done for the purpose of sterilization/ re-sterilization and also due to the sae. The fallopian tubes removed were not sent to sponsor's pathology. The subject was not hospitalized. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. Bacterial test - on (B)(6) 2018: neisseria gonorrhoeae dna test = non-reactive (normal). Blood pressure measurement - on (B)(6) 2018: 135/96 mmhg; on (B)(6) 2018: 158/98 mmhg; on 24-(B)(6) 2018: 128/84 mmhg. Chlamydia test - on (B)(6) 2018: chlamydia trachomatis dna test = non-reactive (normal) . Hysterosalpingogram - on (B)(6) 2018: the left micro- insert is outside the uterus and fallopian tube. The left fallopian tube opacifies normally and is patent with free intraperitoneal spillage demonstrated. Diffuse mild contour irregularity of the endometrial canal suggesting adenomyosis. Surgical pathology report - on (B)(6) 2018: diagnosis: resection - left tube fallopian tube vith no pathologic diagnosis, seen in full cross section. Microscopic description: sections of the fallopian tubes reveal normal serous structure with intact peg cells and apical cilla. There are unremarkable surrounding concentric rings of smooth muscle tissue and overlying serosa. No intraepithelial neoplastic proliferations are identified on representative sections to include the fimbriae. Gross description: received in formalin labeled with the patient¿s name and left tube is a 6.1 x 0.6 x 0.5 cm fimbriated fallopian tube. The fimbriae are red, congested and moderately matted. The outer surfaces are tan-dusky purple, smooth to focally roughened and grossly free of paratubal cysts. Sectioning reveals a stellate pinpoint lumen devoid of lesion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: historical drug (ketorolac tromethamine for essure procedure); essure lot number (he1032a); essure insertion date ((B)(6) 2018); concomitant medications (valtrex, ultram, norethindrone acetate, promethazine, depo provera, hydrocodone w/acetaminophen, and ketorolac tromethamine); and lab tests (blood pressure measurement). On(B)(6) 2018: medical history (no known allergies); treatment drug (doxycycline hyclate); indication of concomitant medications; and lab tests (chlamydia trachomatis dna test and neisseria gonorrhoeae dna test). On (B)(6) 2018: no new information. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This adult female subject was enrolled in a company-sponsored interventional study titled "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: 18894). The subject (patient ID: 140070013) had fallopian tube occlusion insert (batch no. He1032a-inv.he013a2-valid) inserted. This case describes the occurrence of device dislocation ("device located outside of the uterus and fallopian tube (left side)"). Medical conditions: the subject had no known allergies. Surgical pathology report - on (B)(6) 2018: diagnosis: resection - left tube fallopian tube vith no pathologic diagnosis, seen in full cross section. Microscopic description: sections of the fallopian tubes reveal normal serous structure with intact peg cells and apical cilla. There are unremarkable surrounding concentric rings of smooth muscle tissue and overlying serosa. No intraepithelial neoplastic proliferations are identified on representative sections to include the fimbriae. Gross description: received in formalin labeled with the patient¿s name and left tube is a 6.1 x 0.6 x 0.5 cm fimbriated fallopian tube. The fimbriae are red, congested and moderately matted. The outer surfaces are tan-dusky purple, smooth to focally roughened and grossly free of paratubal cysts. Sectioning reveals a stellate pinpoint lumen devoid of lesion. Previously administered products included for an unreported indication: ketorolac tromethamine on (B)(6) 2018. Concurrent conditions included obesity (bmi 36.6). Concomitant products included valaciclovir hydrochloride (valtrex) from (B)(6) 2018 to (B)(6) 2018 for antiviral treatment, medroxyprogesterone acetate (depo provera) from (B)(6) 2018 to (B)(6) 2018 for birth control, norethisterone acetate (norethindrone acetate) from (B)(6) 2018 to (B)(6) 2018 for hormone therapy, promethazine from (B)(6) 2018 to (B)(6) 2018 for nausea, ketorolac tromethamine from (B)(6) 2018 to (B)(6) 2018 and vicodin (hydrocodone w/acetaminophen) from (B)(6) 2018 to (B)(6) 2018 for pain management and tramadol hydrochloride (ultram) from (B)(6) 2018 to (B)(6) 2018 for pelvic pain. On (B)(6) 2018, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2018, the subject experienced device dislocation (seriousness criterion intervention required). The subject was treated with doxycycline hyclate and surgery (laparoscopy with left salpingectomy left tube (B)(6) 2018). On (B)(6) 2018, the device dislocation had resolved. The investigator considered device dislocation to be related to fallopian tube occlusion insert. The reporter commented: device located outside of the uterus and fallopian tube (left side) was considered related to study procedure or device (specified as essure placement) and it was not considered related to pre-existing condition. On (B)(6) 2018 the subject complained of heavy bleeding. The investigator confirmed that the surgery (salpingectomy) was done for the purpose of sterilization/ re-sterilization and also due to the ae. The fallopian tubes removed were not sent to sponsor's pathology. The subject was not hospitalized. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. Bacterial test - on (B)(6) 2018: assessment: normal results: neisseria gonorrhoeae dna test = non-reactive. Blood pressure measurement - on (B)(6) 2018: results: 135/96 mmhg; on (B)(6) 2018: results: 158/98 mmhg; on (B)(6) 2018: results: 128/84 mmhg. Chlamydia test - on (B)(6) 2018: assessment: normal. Results: chlamydia trachomatis dna test = non-reactive. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-dec-2018: quality safety evaluation of ptc. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Lt female subject was enrolled in a company-sponsored interventional study titled "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: (B)(4)). The subject patient ID: (B)(6) had fallopian tube occlusion insert (batch no. He1032a) inserted. The report describes a case of device dislocation ("device located outside of the uterus and fallopian tube (left side)"). Medical conditions: the subject had no known allergies. Previously administered products included for an unreported indication: ketorolac tromethamine on (B)(6) 2018. Concurrent conditions included obesity (bmi 36.6). Concomitant products included valaciclovir hydrochloride (valtrex) from (B)(6) 2018 to (B)(6) 2018 for antiviral treatment, medroxyprogesterone (depo provera) from (B)(6) 2018 to (B)(6) 2018 for birth control, norethisterone acetate (norethindrone acetate) from (B)(6) 2018 to (B)(6) 2018 for hormone therapy, promethazine from (B)(6) 2018 to (B)(6) 2018 for nausea, ketorolac tromethamine from (B)(6) 2018 to (B)(6) 2018 and vicodin (hydrocodone w/acetaminophen) from (B)(6) 2018 to (B)(6) 2018 for pain management and tramadol hydrochloride (ultra) from (B)(6) 2018 to (B)(6) 2018 for pelvic pain. On (B)(6) 2018, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2018, the subject experienced device dislocation (seriousness criterion intervention required). The subject was treated with doxycycline hyclate and surgery (laparoscopy with left salpingectomy left tube (B)(6) 2018). On (B)(6) 2018, the device dislocation had resolved. The investigator considered device dislocation to be related to fallopian tube occlusion insert. The reporter commented: device located outside of the uterus and fallopian tube (left side) was considered related to study procedure or device (specified as essure placement) and it was not considered related to pre-existing condition. On (B)(6) 2018 the subject complained of heavy bleeding. The investigator confirmed that the surgery (salpingectomy) was done for the purpose of sterilization/ re-sterilization and also due to the ae. The fallopian tubes removed were not sent to sponsor's pathology. The subject was not hospitalized. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. Bacterial test - on (B)(6) 2018: neisseria gonorrhoeae dna test = non-reactive (normal) blood pressure measurement - on (B)(6) 2018: 135/96 mmhg; on (B)(6) 2018: 158/98 mmhg; on (B)(6) 2018: 128/84 mmhg chlamydia test - on (B)(6) 2018: chlamydia trachomatis dna test = non-reactive (normal) hysterosalpingogram - on (B)(6) 2018: the left micro- insert is outside the uterus and fallopian tube. The left fallopian tube opacifies normally and is patent with free intraperitoneal spillage demonstrated. Diffuse mild contour irregularity of the endometrial canal suggesting adenomyosis. Surgical pathology report - on (B)(6) 2018: diagnosis: resection - left tube fallopian tube vith no pathologic diagnosis, seen in full cross section. Microscopic description: sections of the fallopian tubes reveal normal serous structure with intact peg cells and apical cilla. There are unremarkable surrounding concentric rings of smooth muscle tissue and overlying serosa. No intraepithelial neoplastic proliferations are identified on representative sections to include the fimbriae. Gross description: received in formalin labeled with the patient¿s name and left tube is a 6.1 x 0.6 x 0.5 cm fimbriated fallopian tube. The fimbriae are red, congested and moderately matted. The outer surfaces are tan-dusky purple, smooth to focally roughened and grossly free of paratubal cysts. Sectioning reveals a stellate pinpoint lumen devoid of lesion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: it was confirmed that the event "device located outside of the uterus and fallopian tube (left side)" is a non-serious event of special interest. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.